Event description:
Blood oozing was noted from needle holes on the stitched area of the collar (stitched during manufacturing). Such oozing usually stopped using protamine, but the oozing this time did not stop even with activated clotting time (act) 120. Oozing was observed only on the greater curvature side where there are three branches of the aortic arch, but not on the lesser curvature side. The oozing was stopped using hemostatic agent. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00003 to provide event closure information for tag0121.

Manufacturer narrative:
Clinical code: 4580 - insufficient information: no scans/ images or additional information was provided for this complaint. Impact code: 4624 - surgical intervention: the blood oozing was stopped using haemostatic agent. Medical device problem: 2993 - adverse event without identified device or use problem: a comprehensive batch review was performed for tag0121, and no issues were identified during manufacturing process from raw materials to finished products. It could not be confirmed of any needle holes on the stitched area of the collar (stitched during manufacturing). Component code: 4755 - part / component / sub-assembly term not applicable. Type of investigation: 4111 - communication/interviews: no further information is available for this complaint. 4110 - trend analysis: 4-year review was performed which gave occurrence rate of (B)(4). No trend requiring action at this time. 4117 - device not accessible for testing: device remains implanted. 3331-analysis of production records: a comprehensive batch review was performed for tag0121, and no issues were identified during manufacturing process from raw materials to finished products. Investigation findings: 3221- no findings available- no further scans/ images or additional information was provided for this complaint. However, a comprehensive batch review was performed for tag0121, and no issues were identified during manufacturing process from raw materials to finished products. Investigation conclusion: 4315 - cause not established: there was no information provided for this complaint and the comprehensive batch review performed showed no issues were identified during the manufacturing process and the device built to specification, hence no device deficiency could be linked to the event.

Event description:
Blood oozing was noted from needle holes on the stitched area of the collar (stitched during manufacturing). Such oozing usually stopped using protamine, but the oozing this time did not stop even with act 120. Oozing was observed only on the greater curvature side where there are three branches of the aortic arch, but not on the lesser curvature side. The oozing was stopped using hemostatic agent.

Manufacturer narrative:
Clinical code: 4580 - insufficient information: awaiting information from the site. Impact code: 4624 - surgical intervention: the blood oozing was stopped using hemostatic agent. Medical device problem: 2588 - defective device: blood oozing was noted from needle holes on the stitched area of the collar (stitched during manufacturing). 1068 - loss of or failure to bond: blood oozing was noted from needle holes on the stitched area of the collar (stitched during manufacturing). Component code: 4755 - part / component / sub-assembly term not applicable. Type of investigation: 4111 - communication/interviews: awaiting information from the site. 4110 - trend analysis: 4-year review was performed which gave occurrence rate of (B)(4). No trend requiring action at this time. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.